Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. A relationship, if any, between the device and the reported incidents could not be corroborated. The clinical/medical investigation concluded that, this case reports that a revision/poly exchange was performed due to infection. Per email correspondence, the requested x-rays and operative reports will not be provided, due to hospital protocols on patient privacy. Without sufficient supporting medical evidence, the reported event cannot be thoroughly assessed, and a medical assessment cannot be rendered. Should medical/clinical records be provided, the clinical task can be re-evaluated and assessed at that time. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that, due to a infection, a poly exchange was performed. Patient outcome is unknown.